Event description:
It was reported that during a procedure performed in the (B)(6) on (B)(6) 2015, upon attempting to place final torque on the locking cap screw in the 6.5mm x 40 mm s-lok polyaxial screw, the tulip head splayed preventing secure seating of the locking cap screw. The polyaxial screw was removed and replaced resulting in a twenty (25) minute delay of the procedure.

Manufacturer narrative:
Device problem already known, no evaluation necessary. A trend for tulip head splay in the (B)(6) was previously identified and a CAPA was initiated for further investigation. Investigation identified that all complaints received reporting tulip head splay and inability to torque the locking screw received from the (B)(6) illustrate failures of the system consistent with cross-threading training of the distributor and/or surgeons will be performed by a (B)(4) representative.